Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 for unknown reason, approximately 6 months after the first surgery. The surgeon explanted post extension, glenoid baseplate, two standard screw, centered glenosphere, 36+3 cup and standard screw. The surgeon implanted three standard screw, centered glenosphere, post extension, one locking screw and 36+3 cup.